Event description:
It was reported that the insulin pump depleted battery power rapidly and shut off unexpectedly during the night. The customer also noted that the insulin pump was beeping, as well alarmed no delivery. The customer stated that the insulin pump shut off on her twice and already tested her batteries outside the device, indicating that the batteries were still new. The blood glucose reading was 150 mg/dl. She reported that the off no power anomaly occurred without a low battery warning both times. The insulin pump also alarmed weak battery. She declined troubleshooting for the no delivery alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.